Event description:
Customer states during litho case image washed out. No pt injury. No case delay. Next image taken was fine.

Manufacturer narrative:
The service rep replaced the interconnect cable and lemo receptacle. Noted wear on power cord and replaced it as well. System operates as intended.